Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
(B)(6) in customer service states the provider states when the foot section is up and you put pressure on it, it goes back down. Al in tech states it would be the clutches going bad in the foot motor. Provider disconnected.